Event description:
The ge oec 9800 fluoroscopy system had a failed boot-up sequence that corrected by a power recycle.

Manufacturer narrative:
A ge oec service representative investigate the issue and found a dead battery on the xray controller pcb that was removed and replaced by the customer bme. System check revealed beam out of alignment that was corrected on the same service call. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.